Manufacturer narrative:
The customer troubleshot the issue with philip's customer support. A part number was provided to the customer for replacement battery. No parts were returned to philips for evaluation; therefore a root cause could not be established.

Event description:
It was reported that the ventilator battery was not charging. There was no patient involvement. The event date was not specified; estimate used.